Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced hypoglycemia. Customer's blood glucose level was 41 mg/dl. Customer did not stay on the phone call long enough to troubleshooting. Customer's blood glucose was 376 mg/dl the night before. Customer took 2.50 unit bolus and she woke up at 41 mg/dl. Customer was a very brittle diabetic. Customer treated with a half glass of orange juice. Insulin pump will be returned for analysis.